Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an impurity inside of a large volume folfusor. The impurity was discovered prior to patient use of the device. The set was filled with fluorouracil 2250mg. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the particulate matter (pm) was determined to be a silicone, previously submitted as "polyvinylchloride (pvc). Should additional relevant information become available, supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from april 28, 2021 - april 29, 2021. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a loose black particle, measuring 0.40 square mm. The particle was located under the checkband, inside the bladder. The particle was in the fluid path. The black particle was identified to be polyvinylchloride (pvc) material via ftir test. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.